Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the 2-week post-operative x-rays show femoral pin tip broke off into femur. At this time there is no plan to remove the fractured tip.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The pin in question could not be returned for investigation. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-rays of the operated leg post operation confirmed the reported issue of a fragment of a pin being logged in the femur. This investigator estimates, from the x-ray provided, that the fragment length and diameter are both of the same size as the diameter off the pin or perhaps less. It is not mentioned (nor is it visible to this investigator) if the fragment is in far cortical bone, near cortical bone or trabecular bone. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.